Event description:
It was reported that the patient was having trouble urinating. The patient was going every twenty minutes ¿about a teaspoon at a time¿. The patient had reportedly been ¿up and down all night¿. This was indicated to have happened in the past. The reporter indicated that the patient was feeling stimulation, but stimulation was ¿more in the rectum¿. The patient felt stimulation in the vagina and rectum. If the patient turned it too high, her rectum ¿throbbed¿. At the time of the report, the patient¿s programmer was not turning on. The reporter changed the batteries and the programmer worked and functioned normally. The patient¿s amplitude setting at the time was at 2.8v on program 2 and it was comfortable but the patient could still feel stimulation in her rectum. The patient lowered stimulation further. It was noted that since implant, including on the operating room table, the patient had always felt stimulation in the rectum if it was turned too high. The patient was reportedly going to the hospital to get a catheter and have her foot checked.

Event description:
Additional information was received which reported that the patient was still having problems with device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va01dyb, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).